Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not registering properly and that it was not tracking correctly. There was no patient present when this issue was identified. No additional information was provided.